Event description:
The hospital reported that during a saphenous vein harvesting procedure, there was no distal insufflation. A replacement kit was opened and used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation results: only the bisector and short port btt were returned by the customer. Since the cannula was not returned, testing for "no distal insufflation" cannot be performed. Therefore, the complaint is not confirmed.